Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter read inaccurately low. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 12.00pm. The patient obtained a result of "110 mg/dl" on the subject meter which he felt was inaccurately low in comparison to a result of "320 mg/dl" performed within 30 minutes on a onetouch meter and a result of "310 mg/dl" obtained on a lab device within 10 minutes. Based on statistical methodology the calculated difference in results exceeds lfs criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and took his normal dose of 25 units lantus insulin on the morning of (B)(6) 2016. The patient denied developing any symptoms however stated that on (B)(6) 2016 he visited his doctor's office where he obtained a blood glucose reading of "320 mg/dl" and was given 35 units of lantus insulin. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.